Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: it was observed that the recipient suffered several head traumas in the past years. It is suspected that these head traumas led to the extrusion of the electrode lead into the external auditory canal. According to the age and the overall state of health there are no plans for re-implantation. This is a final report.

Event description:
It was observed that he has a wire in his ear and if he put his finger in his ear he would get a shock. The audiologist confirms that the electrode array of the device has migrated into the ear canal. The audiologist tried to move the electrode with tweezers but patient got a shock. According to the age and overall health the recipient doesn_t want a re-implantation. A consultation of the surgeon regarding further steps was done by the audiologist.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during investigation are likely related to the removal surgery, due to the extend of the damage. According to the available information, the device was explanted due to exposure of the electrode in the external ear canal. According to the available information, the surgical procedure performed at implantation was canal wall down technique, which is known to bear the risk of electrode extrusion into the ear canal. As the device explantation form states that the device was still tightly fixed during removal surgery, it is assumed that the reported impacts to the head did not contribute to the extrusion of the active electrode.migration of the active electrode from the inner cochlea has not been confirmed. This is a final report.

Event description:
It was observed that he has a wire in his ear and if he put his finger in his ear he would get a shock. The audiologist confirms that the electrode array of the device has migrated into the ear canal. The audiologist tried to move the electrode with tweezers but patient got a shock. According to the age and overall health the recipient doesn_t want a re-implantation. A consultation of the surgeon regarding further steps was done by the audiologist. As per explant report the surgical procedure was canal wall down mastoid. The user was explanted.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Over the last 5 years patient has fallen numerous times and about 1 year ago he fell and hit the side of his head on a curb. Patient was several times hospitalized and went to rehab over the last year. Patient reported he has a wire in his ear and if he put his finger in his ear he would get a shock. The audiologist confirms that the electrode array of the device has migrated into the ear canal. The audiologist tried to move the electrode with tweezers but patient got a shock. According to the age and overall health the patient doesn't want a re-implantation. A consultation of the surgeon regarding further steps was done by the audiologist.